Event description:
B3: the exact occurrence date is unknown; only the year when the complaint was submitted to the manufacturer is available. On (B)(6) 2026, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i20cl, serial number (B)(6) in (B)(6), united states. A protrusion of a steel blade was found at a position 18 cm from the distal end on the insertion flexible tube of the endoscope. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical america performed a good faith effort to gather additional information regarding this event and received responses to its inquiries via email on 06-jun-2026. According to the customer, the endoscope was submitted to pentax medical repair service due to a tear in the distal bending rubber. According to the repair service report, a steel braid was found protruding from the insertion tube at a location approximately 18 cm from the distal end. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.